Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6 and h10. 4310 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported issue. The instrument passed recognition and engagement tests. It moved intuitively with the full range of motion and deliver energy. The ceramic dots were present on the instrument. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument has not been returned to isi. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, there was none to minimal plume and tissue effect with multiples attempts at coagulation. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.